Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no product is available for return. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. Complaint sample review : not applicable, as per the complaint details 'no sample will be returned'. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned if further details are received at a later date a supplemental medwatch will be sent. No product is available for return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ent surgery on an (B)(6) 2025 and a drain was used. Drain was placed during wound closure, and when it was connected to the reservoir and suctioned after wound closure, air entered the reservoir and could not be suctioned, so it was checked and found that there was a hole in the drain. The drain could drainage by sealing it rather than reinserting it, so it was used as is. It was noticed that there was a hole immediately after use, so it was sealed with tape, and it's still connected to the patient. The doctor said that it was activating with no problem, so it would not insert and remove. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided.